Event description:
Clinical study. It was reported that 462 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 2.75x9mm, 80% stenosed lesion in the distal left circumflex (dist lcx) with direct placement of a taxus express2 2.75x12mm drug eluting stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day on aspirin and clopidogrel. The pt was seen 457 days post index procedure and was found to have exertional chest 'aching' and dyspnea on exertion and coronary angiogram was recommended. The pt was admitted 5 days later. At the time, the pt was still taking aspirin and clopidogrel. At 462 days post index procedure, the dist lcx (noted as om3 in ecrf) was treated with balloon angioplasty and placement of a 2.5x16mm taxus express2 stent. There was no residual stenosis. There were no reported complications. It was noted that, due to the amount of contrast used during this procedure, the pt would be brought back at a later date for staged pci of the distal (apical) left anterior descending artery (lad), protected left main, and possibly the subtotal occlusion of the previous stent in the inferior limb of 2nd obtuse marginal branch (om2). The pt was discharged the day after the procedure on continued aspirin and clopidogrel. Per investigator, the device causality assessment was unrelated. In sept. 2007, the clinical event committed adjudication results updated causality to possibly related.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.